Event description:
It has been reported to philips that the allura system did not start up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of system logfiles found that there was an issue with ippc. Upon functional testing fse found that the fuse was blown in the mpdu and ippc was bad condition. Fse replaced the ippc and reloaded the software. After replacement the ippc, that system was returned to use in good working order. The codes were updated based on the investigation outcome.